Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp i.v. Catheter extension set was leaking between the male luer connection and a non-baxter filter. This event was discovered during an unspecified process step and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak and pressure tests were performed and revealed a leak from between the female luer lock adapter and the interlink. Further inspection of the female luer lock adapter revealed flash on the top surface area of the thread. The flash affected the sealing between the female luer lock adapter and the interlink, causing a channel leak between the parts. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.